Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, heavily calcified, 99% stenosed, proximal left anterior descending artery. The 3.5 x 18 mm xience alpine stent delivery system (sds) was advanced to the lesion after pre dilatation. During the first inflation of the sds balloon, the balloon ruptured at 10 atmospheres. Although the balloon ruptured the stent was deployed successfully and was post-dilated per normal procedure. There was no resistance felt during advancement of the sds to the lesion. An unknown balloon catheter was used successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon ruptures from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.